Manufacturer narrative:
Sections with additional information as of 11-feb-2021: h10: meter and test strips were returned for evaluation. Product testing was performed, and no defect found. Most likely underlying root cause: mlc-062: user had poor technique note: products returned on different dates: 11-jan-2021 - incorrect meter and test strips. 04-feb-2021 - correct meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 4-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the product resolved the initial concern.

Event description:
Consumer reported complaint for error message (e-0). The customer feels well and did not report any symptoms. Customer stated that a few nights prior to call she had gone to the ER due to swelling in her legs; customer confirmed that this was related to her diabetes. At the hospital the customer's legs had been drained and was advised to follow-up with her physician. During the call, a blood test was performed by the customer non-fasting and produced test results of e-0 and 182 mg/dl using the meter. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 04/22/2022 and open vial date is 12/23/2020. No further information was provided.